Event description:
Customer reported that their pump screen was dark and unresponsive, which caused their blood glucose level to read as "high," exceeding 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection via manual delivery but did not require any third-party assistance. The customer reverted to manual injections for insulin therapy.